Manufacturer narrative:
Patient code e2330 pain is being used to capture minor injury to staff member. There was no patient injury. Device code a0203 is being used to capture the reportable event of the exalt model b monitor ac power adapter overheating h2 correction: tab g manufacturing site. Block h11: with all the available information, boston scientific concludes that the reported event was confirmed. Examination of the device identified tears in the ac input cord and green tarnishing of the copper wires. It is probable that the cable was dragged across a sharp edge. Tarnishing of the copper could be from cleaning fluids in the hospital, heat due to the current being drawn over the few remaining strands of wire, or a combination of the two. Overheating could have been caused as strands of wire broke, the voltage drops increased and the current draw increased to power the device. The device instructions for use (IFU) instructs to inspect the monitor and cables for damage. It also states not to use a component if it appears damaged. The returned power adaptor was analyzed. Visual examination of the device identified minor scuffing of the housing screen. The examination of the cord identified two tears and a dent. One tear was located 20 inches from the connector tip. A major tear was located at 23 inches from the connector tip. A smaller dent was located at 25 inches from the connector tip. The damage is consistent with pressure over a sharp edge multiple times. Green tarnishing of the copper wires was observed. A labeling review was performed. The IFU includes specific warnings/instructions such as: inspect the monitor and cables for damage. Do not use if package is opened or damaged. Do not use if labeling is incomplete or illegible. Do not use a component if it appears damaged. Based on all gathered information, the probable cause selected for reported overheating of the power adaptor is unintended use error.

Event description:
It was reported that an exalt model b monitor was used during a bronchoscopy performed on (B)(6) 2024, for bronchial lavage. During preparation for the procedure, a staff member noticed that the ac power adapter for the monitor was hot to the touch and almost melting. They unplugged the power cable from the monitor and the wall outlet, and completed the procedure using the exalt b monitor unplugged. There were no patient complications as a result of this event. The staff member who handled the ac power adapter reported experiencing minor pain from the heat.

Manufacturer narrative:
Patient code e2330 pain is being used to capture minor injury to staff member. There was no patient injury. Device code a0203 is being used to capture the reportable event of the exalt model b monitor ac power adapter overheating.

Event description:
It was reported that an exalt model b monitor was used during a bronchoscopy performed on (B)(6) 2024, for bronchial lavage. During preparation for the procedure, a staff member noticed that the ac power adapter for the monitor was hot to the touch and almost melting. They unplugged the power cable from the monitor and the wall outlet, and completed the procedure using the exalt b monitor unplugged. There were no patient complications as a result of this event. The staff member who handled the ac power adapter reported experiencing minor pain from the heat.